Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a vyaire field service engineer (fse) went on site and found errors 33, 51, and 54. Furthermore, the fse replaced the sensor board and the unit passed calibrations and functional checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : onsite repair.

Event description:
It was reported to vyaire that error 33 and 53 with the infant flow sipap. At this time, the customer has not provided any information regarding patient involvement, harm or injury associated with the reported event.